Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 586 mg/dl, which was addressed with a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, the customer reported that the wake button was becoming stuck, and the customer had to press on the wake button multiple times before the pump screen turned on. The customer cleaned the wake button, and the button functioned as intended. Reportedly, the customer continued using the pump for insulin therapy.